Event description:
Dr placing a number 11 trocar into the abdomen, part of the tip broke into the patient's fascia. Dr converted the surgery to laparotomy because there was so much scar tissue and adhesions that he was unable to get the ovary safely. Dr located both of the pieces of the trocar that were broken from the trocar. Pictures available.what was the original intended procedure?laparoscopy to remove left ovary.